Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to low amplitude and noise oversensing. After the shock, a type of allergy on the skin appeared in the infra mammary region. Auto set up was performed and the vector was changed from secondary to primary. The patient remains hospitalized, and x rays will be performed. This s-ICD remains in service. No additional adverse patient effects were reported.